Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa). A 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon was selected for use. During procedure, when an attempt to inflate the cutting balloon in the lesion was performed, it was noted that a pinhole balloon rupture occurred and the cutting balloon could not be inflated for more than 7atm. The device was removed from the patient¿s body and the procedure was completed with a different device. No patient complications were reported and the patient¿s status was good.